Event description:
It was reported that the right ventricular lead appeared fractured when removed from the packaging during implant. Although the lead was implanted with stable measurements when connected to the pacing system analyzer and the device, the physician elected to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.